Event description:
It was reported that the implantable pulse generator (ipg) of the patient had to be charged more frequently and was not holding a charge. It was also noted that the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.